Event description:
It was reported that pump became hot to touch while charging with tandem charging supplies, although no temperature alarms were recorded in pump history. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support arranged replacement pump and goodwill charging supplies, confirmed shipping address, instructed customer to place pump into storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, and requested return of problematic pump using prepaid label within 10 days.